Event description:
Pharmacist spoke with pt for product complaint. Pt stated that she drew up 5 ml of remodulin and filled cassette and as she was filling the diluent she noticed leakage from the diluent and is now unsure how much diluent actually filled up the cassette. Pt unable to use the filled cassette because she is now unsure of the concentration. Infusion not interrupted and no adverse effects reported. No further information provided. Primary pulmonary hypertension.